Event description:
The rn went in to assess the patient's fluid infusing and saw that channel a was infusing an insulin drip, channel b was turned off, and channel c was infusing a dextrose infusion in morning [time redacted]. When the nurse returned an hour later [time redacted], channel c had a blank screen and was no longer infusing the dextrose. The patient became hypoglycemic, but did not incur harm. The channel pump was noted to have a connectivity issue, but this piece of equipment was a rental through [company name redacted]. Channel returned to [company name redacted] for service.